Event description:
It was reported that during a stenting treatment procedure, a defective gauge was noted. An unspecified stent had been advanced to treat an unspecified lesion and attached to an advantage inflation device kit. While attempting to deploy the stent, it was noticed that the handle and gauge of the inflation device were defective as the physician was unable to increase pressure and deploy the stent. The inflation device was exchanged to a different device, and the procedure was completed with the same stent. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).